Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic right inguinal hernia repair with mesh. He had revision surgery 9 months post-surgery. During this time, he underwent a second open right inguinal repair with mesh. He also had revision surgery on (B)(6) 2014 for a laparoscopic lysis of adhesions and third right inguinal hernia repair with mesh. On (B)(6) 2017 he underwent a laparoscopic lysis of adhesions and an open right inguinal hernia repair with mesh. On (B)(6) 2017 he underwent major surgery as a result of complications from the hernia mesh implant procedures. On (B)(6) 2017 he underwent major surgery as a result of complications from the hernia mesh implant procedures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic right inguinal hernia repair with mesh. He had revision surgery 9 months post-surgery. During this time he underwent a second open right inguinal repair with mesh. He also had revision surgery on (B)(6) 2014 for a laparoscopic lysis of adhesions and third right inguinal hernia repair with mesh. On (B)(6) 2017 he underwent a laparoscopic lysis of adhesions and an open right inguinal hernia repair with mesh. On (B)(6) 2017 he underwent major surgery as a result of complications from the hernia mesh implant procedures. On (B)(6) 2017 he underwent major surgery as a result of complications from the hernia mesh implant procedures. The patient experienced removal of testicles.